Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the monitor would not power up when the power cord was plugged in to the wall. The monitor would only power up on battery mode. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.